Event description:
Reporter stated, the customer obtained a blood glucose result of 89 mg/dl on her advantage system and within 10 minutes was unresponsive. Reporter stated, a caregiver attempted to administer glucagon to the customer, however was unsuccessful, so the emergency medical technicians (emts) were called. Reporter stated, the emts transported the customer to a hospital intensive care unit (ICU), where she remained for two weeks before being kept at the hospital for an additional 2 months. Reporter indicated the emts obtained a result, however, it could not be provided. No other actions were reported taken or treatment received by the customer. A request was made for the return of the suspect device and replacement product was sent.